Manufacturer narrative:
Product ID: 8709, serial# unknown, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the returned product revealed the catheter body had a hole (or was torn) which was caused by the metal pin of the pump connector poking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A catheter leak was reported. The patient experienced underdose symptoms and less than fifty percent therapy relief. It was determined there was a break in the catheter at the pump connector. As a result, a catheter revision was performed. The pump connector and a portion of the proximal catheter were explanted and replaced. It was unknown if diagnostic testing or troubleshooting was performed. The pump was used to deliver baclofen. The patient¿s status was reported as ¿alive-no injury.¿ it was noted the patient was doing well post-revision, and was receiving effective therapy. The explanted portion of the catheter was sent back for analysis. No further information was provided. If additional information is received, a follow-up report will be sent.